Event description:
During remote monitoring, a bluetooth low energy (ble) telemetry anomaly occurred in which the device was unable to be connected to the remote monitoring smartphone application. The patient is anticipated to be seen in-clinic to test ble telemetry functionality, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.